Event description:
It was reported that this left ventricular (lv) lead ring showed a high threshold. This lv lead remains in service, and no adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.